Event description:
It was reported that a monarc was implanted (B)(6) 2009. It is alleged the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. (B)(4).